Manufacturer narrative:
Follow-up #1: date of submission 06/19/2014 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection of the pump found some cosmetic damages. The pump powered up to the verify screen with the appropriate audible and vibratory features. The verify screen was clear and legible. The investigation was unable to duplicate the reported cloudy display issue. Related to the reported issue, it was observed that the display lens was heavily scratched and making the screen difficult to read.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (cloudy) issue. Reportedly, the display was cloudy since about 5 months ago, and the reporter has difficulty reading the screen. The reporter stated that there was no evidence of moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.